Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer reported that the display was blank after battery change. The customer stated that they had blood glucose of 460 mg/dl at the time of call. The customer stated that there was crack on the battery cap area. The customer declined to troubleshoot for failed battery test alarm and high blood glucose. The customer's blood glucose was 345 mg/dl at the end of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify any alarm due to failed battery test alarm. However, the insulin pump powered up properly after battery installation. No blank display noted. No audio or beep anomaly noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.